Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the site noted a flow estimation error intraoperatively. After hvad implantation in the patient¿s left ventricle, the surgeon decided to place a centrimag device in the patient¿s right ventricle. Flows on the centrimag device was noted to be 4.2-4.5 l/min while the flows on the hvad device were 2.8-3.2 l/min. The surgeon felt that the hvad flows were lower than the actual flows. He/she inserted a transonic flow probe in the patient¿s outflow graft and noted a reading of 4 l/min which coincided with those from the centrimag device. The site indicated that the patient was not clinically impacted by this event and did not require medical intervention. The controller does not appear to have been exchanged at this time. They further reported that the event was not related to the patient¿s condition, to a suspected device thrombus or to a device malfunction. The controller remains in use with the patient and will not be returned to the manufacturer.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event of "flow estimation error intra-operatively" could not be confirmed due to insufficient evidence provided by the site. Log file analysis could not be conducted since log files covering the event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Differences in estimated flow by the controller, and measured flow by another instrument may be affected by procedural-related factors, such as changes in viscosity, which is a parameter used in the enhanced flow estimation equation. Variation in hematocrit can occur during the operating procedure as a result of the cardiopulmonary bypass, which supports circulation during the implant procedure; the variation in hematocrit is difficult to account for during this time, and as a result, can affect the flow estimation. After the procedure, the patient's hematocrit will stabilize and the estimated flow will reach a baseline that is within expected ranges. Other factors that can contribute to the difference between the estimated flow and measured flow can be related to the accuracy of the measuring system and/or to the clinical state of the patient (whether the aortic valve is opening). Based on the available information, a possible root cause can be attributed, but not limited, to variation in hematocrit due to the procedure, accuracy of the measurement system and/or due to the clinical state of the patient. If information is provided in the future, a supplemental report will be issued.